Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
It was reported that on (B)(6) 2014, the patient presented with a 77 mm abdominal aortic aneurysm that was treated with gore® excluder® aaa endoprostheses. Follow-up imaging showed that the aneurysm size appeared to be stable until (B)(6) 2018. On (B)(6) 2019, a type ii endoleak of unspecified origin was identified and successfully treated on (B)(6) 2019 with embolization. The aneurysm measured 87 mm by cta. The patient tolerated the procedure.

Manufacturer narrative:
B3, date of event: corrected date. B5, describe event or problem: added information. B6, relevant results: updated list of findings. B7, other relevant history: corrected date of implant.

Event description:
The following information was reported to gore: on (B)(6) 2019, follow-up computed tomography angiography imaging (cta) found the aneurysm diameter to measure 78 mm. On (B)(6) 2020, the second treatment phase was performed and the iliolumbar artery was likewise embolized.